Manufacturer narrative:
Weight - unk. Ethnicity - unk. Race - unk. PMA/510(k) - this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -09.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2018. The lens was exchanged with a for a same length toric lens due to refractive surprise on (B)(6) 2018. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found the optic deformed/broken and the haptic broken/deformed. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).